Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, the pump time was incorrect. Reportedly, the customer corrected the pump time and resumed insulin therapy. Additionally, the customer received a power source alert. Customer declined troubleshooting with tandem technical support. Customer's blood glucose was approximately 200 mg/dl.